Event description:
The rptr indicated that undersensing and loss of capture was noted a few days post-implant. Undersensing was corrected by changing the sensitivity value. Increased pw (pulse width); worked for a little while, then saw loss of capture again. Increased pa (pulse amplitude); worked for a little while then saw loss of capture again. A lead repositioning is scheduled for today at 4:00 p.m. Z=290 now (500 ohms at implant). A dislodgement is suspected.